Manufacturer narrative:
One of the seat frame support plates has fractured at the point where it was welded to the seat frame (under the seat). The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
One of the seat frame support plates has fractured at the point where it was welded to the seat frame (under the seat) . The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).